Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an opened ophthalmic folder with a detached needle and a needle/suture piece of product code w9561. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected and remnant of epoxy was noted into the barrel hole. A suture piece was not received for evaluation to determine the assignable cause. During the visual inspection of the needle/suture, the swage and attachment area were noted to be as expected and the suture end was noted cut appears to be by use of a surgical instrument, since the length did not meet the requirements. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the detached needle, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6) 2019 and suture was used. The suture pulling off the needle happened during dispensing. Changed another one to complete the surgery. There is no reported patient consequence.